Event description:
Hcp reported patient required anticoagulation for stroke prophylaxis in context of basilar artery stenoisis. Post operatively, patient developed wound hematoma after being anticoagulated on cumadin. Patient developed mild residual right lower extremity weakness. Patient underwent evacuation of hematoma and removal of the device. The device was not returned to the manufacturer for analysis. Patient's weakness gradually improved over time.